Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-32275. The patient presented in the hospital for a pocket revision after complaints of atrial tachycardia and a low pacing impedance on their right atrial lead . A x-ray showed no fracture or device anomalies. The lead was capped and replaced on (B)(6) 2021. The new lead was plugged into the atrial port of the patient's pacemaker, which had a high pacing impedance and no capture. The lead was then plugged into the ventricular port, with in range impedance measurements. The physician decided the issue was with the pacemaker, which was explanted and replaced. The new pacemaker obtained normal values. The patient was in stable condition.